Event description:
Patient presented with a fracture 3 days post operatively. No further operation was performed. Patient is advised to partial weight bear so that the fracture may heal. We have been informed on (B)(6) 2013 only. Ref # 3005180920-2013-00051.